Manufacturer narrative:
To date, this medical device has not been returned to the boston scientific post market quality assurance laboratory for analysis purposes. The investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier then expected. The reason for this was not known at the time of this initial report. The following physician requested analysis results.